Event description:
It was reported that the iab became stuck in the sheath during insertion. The iab was removed and a new iab was inserted through the existing sheath. There were no reported pt complications.